Event description:
It was reported that the patient¿s blood glucose (bg) reached 320 mg/dl while wearing the pod between 1 and 4 hours. The patient alleged that the pod was defective. No alarms or alerts were received, adhesive was still secure during wear, and no insulin could be felt or smelled on the skin. It was reported that the cannula did insert into the skin and the pink slide moved forward. However, the cannula was not visible after pod removal. The last bolus prior to the hyperglycemic incident was for 10 u. No medical intervention was necessary.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.